Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no damage or anomalies related to this complaint. A review of the archives found multiple user advisory 11 (max patient temperature exceeded) on the reported event date. Functional testing of the returned platform was performed and found no anomalies. Additional testing was performed and found that the temperature sensor was functioning properly within specification. In summary, the reported complaint was confirmed through the archive review. The platform underwent and passed all final functional testing.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during active operation on a (B)(6) male patient, the autopulse platform stopped compressing and displayed a "clear cooling vents and press restart" message. Medics discontinued use of the platform and continued with manual CPR for the remainder of the call. Patient was being treated for cardiac arrest. Back at the station, customer was able to replicate the reported problem using a mannequin. Additional information provided by the customer on (B)(6) 2013: prior to the arrest, patient was complaining of respiratory difficulties and requested an ambulance be called. The witnessed arrest occurred at the patient's residence. Manual CPR was initiated in the house and while transferring the patient from the house to the ambulance. Manual CPR was performed for approximately 5 minutes prior to deploying the device. The autopulse platform was deployed in the ambulance with no issues. The reported issues started after the platform was put on the patient and performed only a few compressions. The platform initially performed 10-15 compressions before the initial message about clearing the cooling vents was received. The medic in charge attempted to fix the problem by ensuring that the machine was completely off the cot and the vents were clear. The platform was lifted off the cot and towel rolls were placed under it in order to keep it off the cot mattress and away from the sheet. The vents were completely clear of all obstructions. The medic immediately restarted the platform in order to perform chest compressions. It only took approximately 30 seconds for the platform to be restarted. The platform performed approximately 20 compressions before stopping and giving the same error message. After the second failure message was received, use of the platform was discontinued and manual compressions were continued for the remainder of the transport to the emergency department (ed). Return of spontaneous circulation (rosc) was never achieved. While at the ed, manual compressions were continued and all als protocols were followed. Upon entering the ed, customer transferred patient care to the ed staff and doctors. Therefore, customer has no way of knowing what medication(s) they would have used. The only thing that customer does know is that manual CPR was performed while at the ed. The patient did not survive the witnessed arrest and the code was called approximately 20 minutes after arriving at the emergency department. After returning to base, customer attached the platform to a mannequin and within 20-25 compressions, the platform stopped and gave the same fault message. Customer confirmed that patient died on (B)(6) 2013. The cause of death was most likely due to cardiac arrest but customer does not determine the actual cause. Customer does not know if an autopsy was performed but they do know that the patient was an organ donor.